Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, when the nurse administered saline, subcutaneous swelling occurred. Additionally, the surgeon opened the port pocket and discovered the catheter had ruptured. A new port system was subsequently implanted. The current status of the patient is unknown.

Event description:
On (B)(6) 2023, a patient underwent a port placement procedure using the powerport m.r.I. Isp via subclavian vein in t6 location. On (B)(6) 2025, post procedure when the nurse administered saline, subcutaneous swelling occurred. The surgeon opened the port pocket and discovered the catheter had ruptured. A new port system was subsequently implanted. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided and reviewed. The photo shows partial view of a clinician holding the catheter which was implanted in patient body. A split was noted in the catheter tube. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.